Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was alerted and undefined high impedance was noted on the right atrial (ra) lead in bipolar configuration. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.